Manufacturer narrative:
The reported event of ineffective therapy against the returned lead was not confirmed. Analysis of lead a found it was cut during explant resulting in a stim segment and a terminal end segment being returned. Both segments were tested for end to end continuity from contacts to corresponding bare wires and no opens were found.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000164752.

Event description:
It was reported the patient experienced ineffective therapy. As a result, the system was explanted. It is unknown which lead contributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.